Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 41 mg/dl. Customer¿s blood glucose level was 67 mg/dl at the time of call. The customer did not provide any symptoms regarding low blood glucose. It was not possible perform troubleshooting because, customer was sleeping, and his mother declined to wake him up. The reservoir was not returned for analysis.